Event description:
A surgeon reported that during a procedure, while using the auto gas fill on the system, straight gas was injected inside a patient's eye. The surgeon indicated having never used the auto gas fill and instructed the staff mix the gas, but the staff thought by using the calculator, the system would automatically mix gas with air. The patient was admitted to the emergency room loss of vision. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).